Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. The patient has had chronic type ii endoleaks, which have been coiled and litigate several times over the past four years; however, the type ii endoleaks persisted. The aneurysm continued to enlarge. It was reported that five years ago, the aneurysm was 7 cm in diameter and at the time of explant it was 11 cm in diameter. The physician elected to surgical convert the patient to an open repair and explanted the stent graft. A conventional stent graft was placed. No additional clinical sequelae reported, and the patient status is unknown. The explanted stent graft was discarded.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (surgical conversion to open repair), patient's condition affected effectiveness of device (type ii endoleaks) evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleaks).